Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was unresponsive. Pump display activated when plugged into a power source. Pump not being used for insulin therapy, pump is used solely for training purposes; therefore, there was no adverse impact.